Manufacturer narrative:
The product was not returned by the facility, therefore; the product could not be evaluated.

Event description:
As per a copy of medwatch report (B)(4) we received: a karl storz suction cannula was found to have a small crack in the insulation that allowed heat to transfer to the patient's tissue. No report of patient injury.